Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating needle mechanism failure. The patients blood glucose levels reached 315 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin. The old pod was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.